Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that manufacturing rep was able to increase to 5.0 ma on the tablet but on the patient's programmer, they are receiving service codes 2703 and 2098 when attempting to increase above 4.4 ma. Caller reported the patient had a high impedance on contact 2c (which is active in patient's bipolar setting) with monopolar value showing greater than 5k ohms and the bipolar pairs showing over 10k ohms; the rest of the impedances are normal. Agent reviewed meaning of out of regulation message. Caller stated patient is getting good therapy and they will consider reprogramming in the future. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Event description:
The manufacturer representative provided additional information indicating that the cause of the high impedance was not determined and contributing factors remain unknown. Programming adjustments were made to optimize tremor control. The issue has not yet been fully resolved, and the information was confirmed and provided by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.